Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68/49/23 alarm noted during testing. Insulin pump was received with power error alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 8.4 mmol/l. Customer also stated that the insulin pump had another multiple insulin pump error alarms. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer stated that the notification light stop flashing immediately. The insulin pump will be returned for the analysis.